Event description:
It was reported that during a complex and very long implant procedure for a leadless implantable pulse generator (ipg) when an optimal site was located, pushing to create the goose neck caused the delivery system to withdraw multiple times, making it difficult to maintain support. The leadless ipg was deployed multiple times and it exhibited high thresholds during all attempts. On the tenth attempt the leadless ipg exhibited high impedance and no thresholds. The leadless ipg and delivery system were removed due to a thrombus on the delivery system. The delivery system was cleaned and three more attempts were made in different positions, but the leadless ipg exhibited bad parameters during each attempt and the delivery system's movement was no longer optimal as it did not respond correctly to the physician's manipulations or deflection. The leadless ipg and delivery system were attempted/not used and replaced. It was also noted that when the replacement leadless ipg was positioned there was friction noted when removing the tether of the delivery system and after it was removed a slight increase in threshold was observed. The replacement leadless ipg remain in use and the replacement delivery system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.